Event description:
It was reported that the implant at tooth location 12 was removed due to fracture at the upper third portion.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant and 1 unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Fracture screw also identified inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV). The reported devices were located on tooth # 12 (fdi) and were used for approximately 4 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19. & p-iis086gr rev. F 10/2019; potential adverse events; page 1. DHR review: DHR review was completed for the subject lot number (1233731). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown zimmer screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (1233731) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant' & 'fracture screw'. Post market trend review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture implant & fracture screw) or product (tsvm4b11 & unknown zimmer screw). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported events were confirmed.